Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer was sent to hospital through emergency medical technician on unknown date. Customer stated that the customer having issue with finger sticker and for a week has been putting in blood glucose manually. Customer stated that at the end of the call she mentioned that she was hospitalized due to sensor. Customer¿s blood glucose value was over 600 mg/dl. Customer treated with intravenous drip for high blood glucose. Customer was stayed in hospital for 3-4 days and then the blood glucose came down and the value was 150 mg/dl. Customer declined troubleshooting for high blood glucose because she was not wearing the sensor. The device will not be returned for analysis.